Event description:
Information was received indicating that during testing the pump exhibited error code 1871. No adverse patient effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt. Error codes were found in the ehl (event history log). The customer reported problem was confirmed upon power up as the reported error message appeared on the display. Root cause of the reported event is unknown. It is recommended that the pump motor be replaced as a preventive measure. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required. A service history review identified this device has not been in for service in the previous two years and there was no indication of a service issue during the investigation., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.